Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a problem loading the device. The stapler was not able to fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during gastric sleeve when was being applied to the first part of the stomach, . An attempt was made to fire the device. Another stapler was used in order to complete the case. The patient is fine - no injury.